Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip was inserted and steered down to the mitral valve. Upon testing the grippers, it was noted that posterior gripper would not lower. Troubleshooting was performed but was unsuccessful. Device was removed from the patient and was replaced. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.